Event description:
It was reported that during the use of the pump, purge failure and helium loss alarms were experienced. The pt subsequently expired. The physician stated that the pt would have expired 2 to 3 hours later because the therapeutic drugs being administered were not effective.